Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient was having a difficult time inflating his inflatable penile prosthesis (ipp). The pump would stay indented after one pump. The nurse practioner manipulated the device by pulling down towards the scrotum and doing the pull/stretch technique to straighten out the tubing. It was noted that this seemed to work and was able to inflate the implant partially. The patient will return to the physician's office before the end of the year to make sure the device is still working properly.